Event description:
The device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted a crease fold and white calcification particles.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04jun2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patient's concerns with the product. Device remains implanted.